Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device is not available; therefore, functional testing as well as physical analysis cannot be performed. In the case of this complaint it is most likely that the main coil encountered difficulty while advancing through the microcatheter and later broke due to intermittent flush maintained during the procedure. As per device direction for use (dfu) maintaining continuous flush throughout the procedure is a critical requirement as absence of it can lead to difficulties. Also it has been reported that a non-stryker microcatheter was used for performing the procedure which can also contribute to failure due to potential incompatibility of non-stryker devices, leading to the reported issues. Therefore, an assignable cause of ¿user error¿ will be assigned to reported ¿main coil difficulty inserting and coil broken¿, as the investigation confirmed that there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer and/or expected by the user. The subject device is not available.

Event description:
It was reported that the (subject device) coil was broken during procedure. The subject device was withdrawn together with the microcatheter. The procedure was completed with no problem with the a similar product. There was no clinical consequences to the patient due to the reported event.